Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an error 2 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests his blood glucose three times a day and manages his diabetes with diet. The patient indicated his usual blood glucose readings are between "100-105mg/dl" and after eating his blood glucose is typically in the "120's". The patient confirmed that the alleged issue began on (B)(6) 2011 at 9am. The patient denied making any changes to his meals or activity level prior to the start of the alleged issue. The patient also denied testing his blood glucose with another device after the reported product issue began. In response to the alleged issue, the patient confirmed he continued with his usual diabetes management routine and watched what he ate. At approximately 10:15am that morning, the patient confirmed and clarified he developed symptoms of confusion, felt hot and sweaty (symptoms the patient associated with low blood glucose). The patient corrected and clarified he administered self-treatment by drinking orange juice and began to feel better soon after. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011, the meter passed all testing with no faults found. On (B)(6) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.